Event description:
It was reported that the ilet user accidentally entered a duplicate meal announcement for dinner and then self-treated the anticipated insulin surplus with juice and ice cream, with a contemporaneous blood glucose of 118 mg/dl. No reported symptoms, though concern for potential hypoglycemia was acknowledged. Outcomes included no alerts or alarms, no injury, and no hospitalization. Investigation included complaint intake and user education on meal announcement entry and glucose monitoring. Investigation of this case revealed use error associated with an accidental duplicate meal entry, with device hardware and software functioning as intended. It was concluded, based on previously established findings for similar reports, that the cause was user interaction/use error.